Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while outside of a procedure, the ear, nose and throat (ent) application software became unresponsive when exiting. It was reported that a portion of the shut down process would not complete. A manual shut down via the power switch was required to power down the navigation system. Restarting the navigation system and attempting to shut down was able to replicate the reported issue. There was no patient present when this issue was identified. No additional information was provided.